Manufacturer narrative:
Film evaluation summary: an endoleak was observed on the returned films, and it appears most likely to be a proximal type ia endoleak resulting from the gutter formed due to the radial infolding of the endurant bifurcated stent graft. It is likely that the infolding resulted from oversizing the bifurcate stent graft, using a 36mm diameter bifurcate in an angulated aortic neck with a proximal flow lumen diameter of approximately 28mm. The reported anatomical factors contributing to the infolding were also evident in the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. Due to neck conicity 6 heli-fx endoanchors were implanted prophylactically. It was reported during the index procedure, when implanting the endoanchors, moving the catheter became difficult which the physician thought was due to infolding. After the endoanchors were implanted, ballooning was completed again which was thought to have solved the infolding. At the end of the procedure a small late type IV endoleak was observed on final angio. Follow up CT 6 days post the index procedure showed the infolding had not resolved. Per the physician the cause the infolding and endoleak were anatomy related due to bulging under the renals' and a narrow zone before the aneurysm. Oversizing was also noted to have contributed. No additional clinical sequelae were reported and the patient will monitored. The endoanchors were implanted after the infolding not to treat the infolding, they were implanted prophylactically due to the conical aortic neck which was noted to be inside the IFU.